Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The following pcb assemblies were board were removed and replaced: backplane, display adapter, system interface, video controller, image processor, cine bridge, cine backplane, fluoro functions board, generator interface board, and mainframe backplane. The system was tested and found to be working as intended and put back into service.